Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin exited the tubing during the fill tubing step. Reportedly, customer filled tubing with 18 units. Customer continued to fill tubing and saw insulin exit the tubing. There was no reported impact to customer's blood glucose.